Event description:
Related manufacturer reference number: 2017865-2022-41314. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular and atrial leads exhibited noise. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.